Event description:
The patient underwent implantation of a left ventricular assist device. During the implantation procedure air entrainment occurred after the outflow graft vent needle was removed. The patient was placed back on cardiopulmonary bypass. Small areas of oozing around the apical sewing cuff was noted and repaired and the chest was closed. Overnight the patient developed seizures. No neurologic improvement occurred and the patient expired on (B)(6) 2018. The MFR has submitted a medwatch on this event, MDR report key (B)(4). Report number: 2916596-2018-00012.